Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6) 2010. Epithelium ingrowth on left (os) eye was noted nine (9) days post operative with 20/20 vision. Surgeon assessed on (B)(6) 2010 and felt flap should be lifted and rinsed. Pt returned on (B)(6) 2010 for surgeon to lift and scrape flap on left (os) eye and used tisseel glue. Post operative best corrected visual acuity (bcva) is 20/20. The surgeon does not believe the intralase fs laser caused or contributed to the epithelium ingrowth. Pt reportedly had lots of eye movement and several suction breaks during surgery.

Manufacturer narrative:
A field service engineer (fse) visited the site on (B)(4) 2010 to inspect the laser and performed a preventative maintenance. Upon departure, the laser met specifications and performed as intended. (B)(4): epithelium ingrowth. Additional info from the user facility report: pt identifier: (B)(6). Manufacture name and address: abbott medical optics, (B)(4).